Manufacturer narrative:
Title: comparison of the short-term outcomes of laparoscopic and open total or proximal gastrectomy using the transorally inserted anvil (orviltm) for the proximal reconstruction: a propensity score matching source: langenbeck's archives of surgery. Https://doi.org/10.1007/s00423-021-02126-8, received: 4 november 2020 /accepted: 8 february 2021 the author(s), under exclusive licence to springer-verlag gmbh, de part of springer nature 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, the patients with gastric cancer underwent laparoscopic and open total or proximal gastrectomy using the reported device between 2012 and 2020. There were 199 patients in the study: 166 patients underwent open gastrectomy, and 33 underwent laparoscopic gastrectomy. The oral anvil and a 25mm circular stapler were used. Post-operatively, the patients had anastomotic leakage, anastomotic stenosis, intra-abdominal hemorrhage, and intra-abdominal infection. The complications were diagnosed with computed tomography (CT) and radiography, but no interventions were reported.